Event description:
The customer stated that insulin leaked from the reservoir. The customer stated that he could see condensation underneath the screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused ot contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.